Manufacturer narrative:
The investigation of the returned web system found the implant separated from the delivery system, and the heater coil windings stretched. The implant was returned stuck within the distal end of the microcatheter. The heater coil pet and tether were found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings and caused the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The returned microcatheter was found to be flattened at 5cm from the distal tip, which may have caused or contributed to the web detaching in the catheter as described in the reported event. The returned detachment controller was found to function as intended and would not have caused or contributed to the reported detachment issue. H4: added.

Event description:
See h10.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. This is a product configuration for europe only and the information will not match gudid information.

Event description:
It was reported that a web device could not be detached despite multiple attempts. The web was removed and detached in the microcatheter. The aneurysm partially ruptured during the detachment maneuvers and the patient bled. The patient was reported to have developed hematoma.